Manufacturer narrative:
(B)(4). Foreign country: denmark. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device does not cut correctly. The item was noticed during inspection at the hospital's sterilization and disinfection department. There was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the event cannot be confirmed. Review of the most recent repair record determined the reported cutting issue could not be replicated. However, the cutter was damaged and the roller was discolored, which may cause cutting issues. The cutter and roller were replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.